Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was obtained: have any of these events been previously reported to ethicon? If yes, please provide complaint file number: whenever a comment is made by a customer these have been reported. Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed?: a general comment was made that "sometimes we have to bring these patients back for either a transfusion or suctioning." Could you please clarify if there were any patient consequences?: the comment was made that she will have cases where there seems to be no intra-operative bleeding but post-op they will have bleeding but said they don't know for sure it is due to the products.

Event description:
It was reported that the physician commented that she sees bleeding along her staple lines in sleeve and roux-en-y procedures "all the time" and is "often" needing to use a clip applier to clip the staple line. States there have been "multiple leaks" but says they are not able to say with certainty that it is due to the staple line.